Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #1) and sepramesh ip (device #3) not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014 and on (B)(6) 2014 (device #1 and device #2). It is also alleged that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #3). As alleged, the patient had unspecified injuries related to a defect in the ventrio st (device #1 and device #2) and sepramesh composite ip (device #3) and underwent revision surgeries on (B)(6) 2014, (B)(6) 2017 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventrio st (device #1 and device #2) and the sepramesh composite ip (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."